Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer e-mailed stating that the head of the toothbrush fell off into his/her mouth, some of the white plastic broke off where the metal hook goes in. No injury was reported.

Manufacturer narrative:
31-jul-2018 product investigation results: reporter returned an unspecified number of toothbrush heads on 19-jul-2018. Toothbrush heads identified as oral-b precision clean brushheads on 25-jul-2018. Toothbrush heads confirmed to be counterfeit.

Event description:
Consumer e-mailed stating that the head of the toothbrush fell off into his/her mouth, some of the white plastic broke off where the metal hook goes in. No injury was reported.